Event description:
It was reported that the right ventricular (rv) lead exhibited an out of range impedance measurement of an unknown number. It was noted that approximately one month earlier there had been another out of range impedance measurement. At that time there was oversensing of myopotential noise causing inappropriately stored ventricular tachycardia (vt) episodes from being in unipolar post lead safety switch (lss). At that time the pacemaker had been programmed back to bipolar. Technical services (ts) recommended further lead integrity testing since there had been two out of range measurements within 40 days. The rv lead and pacemaker remain in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).